Manufacturer narrative:
Eua#: (B)(4). Medical device lot #: 021394 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Repeat testing performed using pcr test method and the results were negative. The customer stated they are testing asymptomatic employee members. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 021394. The reported batch number is invalid and the kit batch number was not identified. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as an invalid batch number was provided. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Repeat testing performed using pcr test method and the results were negative. The customer stated they are testing asymptomatic employee members. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua(B)(4).